Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite gastrointestinal videoscope presented with air and water flow issues. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with a foreign object. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to wear of angle wire, bending angle in up direction did not meet the standard value; due to clogging of nozzle, water supply volume did not meet the standard value; due to clogging of nozzle, air supply volume and water removal ability did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; distal sheath adhesive had a white clouded area; and the distal sheath was scratched; the connecting tube had a scratch and a dent; the plastic distal end cover had a burn; and the image guide protector and switch 1 had were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.